Event description:
Customer reported device = 577 mg/dl. Customer's family member gave them a pill based on the result. Customer was taken to the hosp. Hosp device = 160 mg/dl. No treatment. Customer was monitored overnight at the hosp. No controls used. A request was made for return product and replacement product was sent.